Event description:
After implantation the valve was programmable but a normal intracranial pressure could not be obtained with any pressure level. It was either too high or too low. None of the five pressure levels was accurate.